Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2010 and system diagnostic results revealed high impedance (dcdc -7). The patient's device was tested again on (B)(6) 2011 and system diagnostic results continued to show high impedance. The patient's device was tested again on (B)(6) 2011 and system diagnostic results returned impedance results within normal limits. No patient adverse events were reported. No known surgical interventions have occurred to date.